Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture when passing the needle through the tissue. It was a control release needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was reported performance pull off - suture needle. It was received for analysis a winding former and eight detached needles of product code vcp753d. This product code is control release and contain eight strands per packet. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel holes of the needles were examined under magnification and no suture remnant was noted and marks that appears to be by use of a surgical instrument could be observed on the body needles. The sutures were not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident of: ¿during an unknown orthopedic surgery, the needle was detached from the suture when passing the needle through the tissue. It was a control release needle¿.